Event description:
It was reported that during a lap gallbladder procedure, the device's active blade snapped off and fell into the patient, and the blade was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.